Manufacturer narrative:
A ge representative evaluated the system and replaced two blown fuses. System operates as intended.

Event description:
The customer reported the system does not power up. No patient injury was reported.